Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported a right side 'possible rupture'. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: extended opening, broken shell, observed a dark circle around the patch, black particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, broken shell with smooth and sharp edge in the same location of crease assessed as fold flaw opening and an extended sharp opening on radius side assessed as unidentified(tear) opening (observed two patterns in the same opening in the same location) (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening; broken shell with smooth edge in the same location of crease assessed as fold flaw opening and a broken shell with sharp edge in the same location of crease assessed as fold flaw opening

Event description:
The doctor reported a right side 'possible rupture'. Device has been explanted.